Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 1/27/2021. The device evaluation was completed on 2/5/2021. The device was visually inspected, and reddish material was observed in the pebax. A second closer inspection was performed, and a hole and reddish-brown material was found. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30445190l number, and no internal action related to the complaint was found during the review. The customer complaint regarding force issue was unable to be duplicated during the product investigation. However, the blood inside the pebax area that was found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that the catheter showed high force values although being in the atrium and it did not touch the tissue (tactile feedback of physician). The catheter visualization was reset, and the problem was not solved. The catheter was reset, and the problem persisted. The catheter cable was replaced, and the problem was not solved. The catheter was replaced, and the problem was solved, and the procedure was completed successfully. No adverse patient consequences were reported. The issue of force high was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 2/4/2021 that there was a reddish material observed in the pebax and a hole was found. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 2/4/2021.